Event description:
This case was reported via regulatory authority (reference number: mw5067044) on (B)(6) 2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("after the essure was implanted, I had immediate severe pain"), device breakage ("essure coils had broken off") and embedded device ("essure embedded in my uterus") in a female patient who received essure. The patient's past medical history included vaginal bleeding and endometrial ablation. Concomitant products included lisinopril, metoprolol, pantoprazole, rosuvastatin (crestor), multivitamins, plain (multi-vitamin) and acetylsalicylic acid (aspirin). On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required) and embedded device (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (removed fallopian tubes and hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain, device breakage and embedded device outcome was unknown. The reporter considered pelvic pain, device breakage and embedded device to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and after the essure was implanted, she had immediate severe pain (seen as pelvic pain). She had her fallopian tubes removed but the pain continued. Plaintiff underwent a hysterectomy and then it was noticed that essure coils had broken off (device breakage) and were embedded in her uterus (embedded device). All events are anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of breakage and embedment are not known, however, considering their nature, device breakage and embedded device were considered related to essure. Embedded device could alternatively explain the occurrence of pelvic pain, however as this event may occur during essure therapy, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, due to the required surgical interventions. A product technical analysis and further information (uterine-tubal perforation questionnaire) are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and after the essure was implanted, she had immediate severe pain (seen as pelvic pain). She had her fallopian tubes removed but the pain continued. Plaintiff underwent a hysterectomy and then it was noticed that essure coils had broken off (device breakage) and were embedded in her uterus (embedded device). All events are anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of breakage and embedment are not known, however, considering their nature, device breakage and embedded device were considered related to essure. Embedded device could alternatively explain the occurrence of pelvic pain, however as this event may occur during essure therapy, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, due to the required surgical interventions. A product quality defect could not be confirmed but is considered plausible. However, the medical events are not indicative of a quality deficit per se. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs-uerine/essure embedded in my uterus/migration of essure device: inside the cornua"), device breakage ("essure coils had broken off"), pelvic pain ("after the essure was implanted, I had immediate severe pain/ pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 774392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test" and medical device monitoring error "novasure endometrial ablation along with an essure tubal ligation in (B)(6) 2011.". The patient's past medical history included vaginal bleeding, endometrial ablation, stent placement, gravida ii, cesarean section in 2003 and parity 1. Concurrent conditions included overweight, hypertension, diverticulosis, anxiety, headache and arthritis. Concomitant products included acetylsalicylic acid (aspirin), benazepril, carisoprodol (soma), escitalopram oxalate (lexapro), lisinopril, metoprolol, multivitamins, plain (multi-vitamin), pantoprazole and rosuvastatin (crestor). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 3 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and adhesion ("mild bladder adhesions to the lower uterine seg,ent"). The patient was treated with surgery ((B)(6) 2011 by bilateral salpingectomy and on (B)(6) 2011 by total hysterectomy (uterus and cervix removed) and surgery (novasure endometrial ablation was done). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device breakage, menorrhagia, vaginal haemorrhage, weight increased and adhesion outcome was unknown and the pelvic pain had resolved. The reporter considered adhesion, device breakage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), weight gain, mild bladder adhesions to the lower uterine segment, novasure endometrial ablation along with an essure tubal ligation in (B)(6) 2011,device embedment event has been clubbed with uterine perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw (B)(4)) on 23-jan-2017. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs-uerine/essure embedded in my uterus/migration of essure device: inside the cornua"), device breakage ("essure coils had broken off"), pelvic pain ("after the essure was implanted, I had immediate severe pain/ pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 40-year-old female patient who had essure (batch no. 774392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test" and medical device monitoring error "novasure endometrial ablation along with an essure tubal ligation in (B)(6) 2011." The patient's past medical history included vaginal bleeding, endometrial ablation, stent placement, gravida ii, cesarean section in 2003 and parity 1. Concurrent conditions included overweight, hypertension, diverticulosis, anxiety, headache and arthritis. Concomitant products included acetylsalicylic acid (aspirin), benazepril, carisoprodol (soma), escitalopram oxalate (lexapro), lisinopril, metoprolol, multivitamins, plain (multi-vitamin), pantoprazole and rosuvastatin (crestor). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 3 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and pelvic adhesions ("mild bladder adhesions to the lower uterine seg,ent"). The patient was treated with surgery ((B)(6) 2011 by bilateral salpingectomy and on (B)(6) 2011 by total hysterectomy (uterus and cervix remov), surgery (on (B)(6) 2011, salpingectomy (bilateral) and on (B)(6) 2011 hysterectomy uterus and cervix), surgery ((B)(6) 2011 by bilateral salpingectomy and on (B)(6) 2011 by total hysterectomy (uterus and cervix)) and surgery (novasure endometrial ablation was done). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device breakage, menorrhagia, vaginal haemorrhage, weight increased and pelvic adhesions outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, menorrhagia, pelvic adhesions, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (reference number: mw5067044) on 23-jan-2017. The most recent information was received on 23-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs-uerine/essure embedded in my uterus/migration of essure device: inside the cornua"), device breakage ("essure coils had broken off"), pelvic pain ("after the essure was implanted, I had immediate severe pain/ pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 40-year-old female patient who had essure (batch no. 774392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test" and medical device monitoring error "novasure endometrial ablation along with an essure tubal ligation in mw5067044 2011.". The patient's past medical history included vaginal bleeding, endometrial ablation, stent placement, gravida ii, cesarean section in 2003 and parity 1. Concurrent conditions included overweight, hypertension, diverticulosis, anxiety, headache and arthritis. Concomitant products included acetylsalicylic acid (aspirin), benazepril, carisoprodol (soma), escitalopram oxalate (lexapro), lisinopril, metoprolol, multivitamins, plain (multi-vitamin), pantoprazole and rosuvastatin (crestor). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 3 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and pelvic adhesions ("mild bladder adhesions to the lower uterine seg,ent"). The patient was treated with surgery ((B)(6) 2011 by bilateral salpingectomy and on (B)(6) 2011 by total hysterectomy (uterus and cervix remov), surgery (on (B)(6) 2011, salpingectomy (bilateral) and on (B)(6) 2011 hysterectomy uterus and cervix), surgery ((B)(6) 2011 by bilateral salpingectomy and on (B)(6) 2011 by total hysterectomy (uterus and cervix)) and surgery (novasure endometrial ablation was done). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device breakage, menorrhagia, vaginal haemorrhage, weight increased and pelvic adhesions outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, menorrhagia, pelvic adhesions, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), pelvic pain ("after the essure was implanted, I had immediate severe pain/ pain"), device breakage ("essure coils had broken off") and embedded device ("essure embedded in my uterus") in a female patient who had essure inserted. The patient's past medical history included vaginal bleeding and endometrial ablation. Concomitant products included acetylsalicylic acid (aspirin), lisinopril, metoprolol, multivitamins, plain (multi-vitamin), pantoprazole and rosuvastatin (crestor). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure), surgery (removed fallopian tubes), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, device breakage and embedded device outcome was unknown. The reporter considered device breakage, embedded device, pelvic pain and uterine perforation to be related to essure. The reporter commented: she had surgery to remove the essure implant on (B)(6) 2011. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-oct-2017: follow up via summons: event organ perforation added and pain event was clubbed with previously reported event and considered as symptom of perforation, essure start and stop date added and case classification updated to potential legal case. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.